Event description:
It was reported during a follow-up, the atrial lead exhibited noise which caused inappropriate mode switches. The noise could not be reproduced through isometrics or pocket manipulation. The lead was reprogrammed, and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.